Manufacturer narrative:
The product has been received and a f/u report will be provided when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed heavy artifact via the 12 lead cable that prevented the device from obtaining an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.